Manufacturer narrative:
Concomitant products: product ID 8840, product type programmer, physician; product ID 8578, lot# n135379, implanted: (B)(6) 2008, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that a pump refill took place on (B)(6) 2014. The pump was interrogated. The drug remaining was withdrawn from the reservoir was the correct amount of drug left. The pump was filled by the physician with new baclofen and the newly added 20ml of baclofen was programmed into the clinician programmer by the nurse. The manufacture representative checked the rest of the programming session and a catheter length priming bolus was programmed to replace the amount of drug aspirated from the catheter. It was reported that a priming bolus of the catheter was done without aspiration of the old drug within the catheter (priming bolus was given when one was not needed). The pump was updated via a nurse and the patient was sent home. About 30 minutes later the patient described that their legs felt slightly weak. The patient had a previously set up appointment where he notified the healthcare personnel of the weakness. The patient was admitted to the emergency room. The manufacture representative was notified at 8 pm of the situation and arrived at the hospital at 8:21 pm to see the patient and interrogate the pump. The patient was alert but still feeling slightly weak. An MRI was scheduled for around 11pm. Once the MRI had taken place, the manufacture representative checked the pump and the pump motor stall recovered at 11:45 pm. The patient was still alert and did not fee as weak as they previously felt, as the patient was "able to stand on his own power." The patient was hospitalized. It was later reported that after being watching in the emergency room (ER), the side effects wore off by the time the patient was cleared to leave the hospital. Symptoms included overdose symptoms, location of the issue was documented as "catheter track." The patient's status at the time of report was "alive-no injury." It was noted that the patient was doing fine and receiving effective therapy. Recovered without permanent impairment.